Event description:
It was reported that during a pulsed field ablation procedure, the array extended into the right inferior pulmonary vein (ripv) and an usual sensation was observed during catheter manipulation. After completing the post map, an attempt was made to remove the catheter, but the array became stuck when it was about halfway retracted into the sheath. The catheter was redeployed to confirm there were no abnormalities, and another attempt was made to remove it, without resolution. While trying to maneuver the catheter for removal, the array became inverted and tangled and the steering knob could no longer be fully extended. The catheter was eventually pulled out, but this caused an invalid catheter error. To address this, the catheter interface cable (cic) was disconnected from the generator. Upon examining the catheter outside the body, it was found that the base was fractured. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: pscic101 product type: catheter interface cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012979019 was returned and analyzed. No anomalies were identified during external visual inspection of the handle segment. During external visual inspection of the array and shaft segments, an inverted array was observed and the dual lumen was observed to be detached from the shaft. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the reported array tangle was not observed with the returned catheter. The catheter f ailed the returned product inspection due to an inverted array, tangled electrode wires, and a detached dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.